Event description:
It was reported that insulin continues dripping out while priming. The caller stated that the customer was not able to exit out of the priming mode. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk.